Event description:
It was reported that female patient who had 400cc mentor memorygel breast implants placed experienced bilateral baker grade IV capsular contracture post procedure. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-06522 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 1, 2022. The capsular contracture was baker grade iii. Additional information was received on august 16, 2022. The implant date was clarified to be (B)(6) 2022. The devices were not explanted, bilateral capsulotomy and reuse of the devices was performed on (B)(6) 2022. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).